Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the last 2-3 times they charged their ins they got the 'recharger not found' screen in the recharger app. As a result, the patient was unable to check the battery level of the ins. During the call, the patient continued to see the same screen. The patient confirmed the recharger was charged and powered on. The patient continued to see the same screen after pressing 'retry,' so agent had the patient reset the recharger. The patient mentioned that it was "so hard" for them to get the recharger positioned over the ins since they weren't looking in a mirror. After resetting the recharger, the patient confirmed the recharger paired with the handset and they could see the ins battery level. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient. The reason for the call was the caller report ed that they need assistance in getting the communicator connected to the ins. Agent walked them through connecting to the ins, and they had encountered the "power on reset" message, which they were able to clear, and eventually get to the therapy screen. Agent documented reported events.